Event description:
Dpt did not sense the pressure. Dpt did zero, but the pressure ave form was unstable. Evaluation only.

Manufacturer narrative:
Customer report was not confirmed. Dpt zeroed and sensed pressure accurately. Electrical testing showed both input impedance (2381 ohm) and output impedance (299 ohm) were within specifications. No visible defect was observed from dpt cable connector. The connector cavity number is 14